Manufacturer narrative:
The hill rom technical support found the bed does not have an external alarm. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The hill-rom technical support gave the account pricing and product number to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating there is no local alarm for the bed exit. The bed was located at the account in the shop. There was no pt/user injury reported. (B)(4).